Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the cable from the megasuturecut needle driver instrument broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cable was broken at the distal idlers of the instrument. The idler pulley spun freely and was not damaged. The cable segment stuck out at wrist. The other cables at wrist were not damaged. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damages were found on the instrument. The endowrist instruments instructions for use (IFU) specifically states:general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken cable if to recur could cause or contribute to an adverse event.